Manufacturer narrative:
H6: investigation summary. One unused sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0010 and pump module dchu-0016 at 125 ml / hr for 1 hour. The water was flowed into an empty beaker. After 1 hour there was about 125 m/l of water. The set was almost completely clamped and fluids were running normally. The customer complaint that fluids were running too fast and patients were receiving almost a whole bag of fluids within 1 hour could not be replicated. A device history record review for model 2420-0500 lot number 20103036 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 25 gem v/nv 20dp ckv 2ss 117-in 20pk experienced flow issues. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot #: 20103036. Staff reported the IV was almost completely clamped and yet fluids were running through too fast so patients were receiving almost a whole bag of fluids within 1 hour. The staff ended up having to clamp 100%. This occurred w/ approx. 25 ea of the above lot#. The staff is currently using other lot #'s with no issues.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 gem v/nv 20dp ckv 2ss 117-in 20pk experienced flow issues. The following information was provided by the initial reporter: material #: 2420-0500, batch/lot #: 20103036. Staff reported the IV was almost completely clamped and yet fluids were running through too fast so patients were receiving almost a whole bag of fluids within 1 hour. The staff ended up having to clamp 100%. This occurred w/ approx. 25 ea of the above lot#. The staff is currently using other lot #'s with no issues.